Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of experiencing several adverse events with insulin pump. Customer reported that on (B)(6) 2018 she was found unconscious after three hours and was taken to the hospital via ambulance with blood glucose of 19 mg/dl. Customer was hospitalized due to low blood glucose and diabetic coma. On (B)(6) 2018 customer over bolused and was taken to the hospital with blood glucose of 22 mg/dl. On (B)(6) 2018 customer was not feeling well and had a seizure and was revived by paramedics. Customer was treated via IV but was not transported to the hospital. Customer mentioned of experiencing four other adverse events but declined to provide further information. Insulin pump is not expected to return.